Event description:
Instrument was fired across the left common iliac artery during a hand laparoscopic assisted aortobifemoral bypass grafting. The stapling device fired correctly but failed to open despite measures taken to disengage the stapling device. This was the 2nd firing of the device. Procedure was thus converted to open. Segmental resection of the artery was undertaken enbloc with the stapling device.